Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose with a low near mealtime followed by a high up to 361 mg/dl after multiple meal announcements were entered while glucose was trending down, and the cgm was subsequently recalibrated after a confirmatory fingerstick of 283 mg/dl; education was provided on using food to correct lows and allowing the system¿s algorithm to address surplus carbohydrates. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included continued home management without alerts, alarms, outside assistance, or medical intervention, with glucose trending down toward range after insulin delivery and recalibration. Investigation included review of synced device data, a manual blood glucose check, cgm recalibration, and completion of a blood glucose event questionnaire, along with user education on appropriate treatment of lows and meal announcements. Investigation of this case revealed that multiple meal announcements during a downward glucose trend and overcorrection of the low with meal-sized intake contributed to the subsequent hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user overcorrection and algorithmic response aligning with input. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.